Manufacturer narrative:
Visual inspection: during the investigation, discoloration, but no deformation of the outer housing or other visible defects was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test to investigate the valve the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve is not operating within the acceptable tolerance in the horizontal position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in. Result: based on our investigation results, we cannot determine functional deviations or other abnormalities in the progav 2.0. How the abovementioned functional impairment occurred is not clear to us at the time of examination. The examination of the return has been completed with the drafting of this report.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a progav 2.0 sys ped.w/sa20 a. Burrhole res (part# fx471t) was implanted on an unspecified date. According to the complainant the device was not keeping pressure settings. Every time the patient came in to the clinic the pressure was different than when he left clinic previously. The adverse event is filed under aic reference (B)(4).